Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose levels was 489 mg/dl. The customer did experienced symptoms of high blood glucose value such as nausea and vomiting. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was using the insulin pump when high blood glucose was reported. Customer reported that insulin pump was not on auto mode. Cannula was bent of infusion set. Customer was declined troubleshooting for insulin pump. The insulin pump will not be returned for analysis.